Manufacturer narrative:
The hill-rom technician found the alarm switch needed to be replaced. The technician replaced the alarm switch to resolve the issue. Based on this information , no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes not set alarm did not work. The bed was located at the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).